Manufacturer narrative:
Evaluated 3 open/used reservoirs. Performed a visual inspection using dop114-811doc appendix f and found transfer guard¿s needles were not centered. Transfer guard needles were found not parallel to transfer guards body axis also performed pre-fill reservoirs test per dop114-811 and es9041. Found no air bubbles anomaly during filling.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose level was unknown at the time of incident. Last night turned vial upside down to release plunger and it pushed lots of bubbles into reservoir. Customer declined troubleshooting for air bubbles. The reservoir will be returned for analysis.